Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission on (B)(6) 2020. The transmission had two episodes of non-sustained ventricular fibrillation. The episodes were determined to be false and were caused by far p wave oversensing by the right ventricular lead. On (B)(6) 2020, the patient presented in clinic for additional follow up. Upon examination, the right ventricular lead was found exhibiting loss of capture, r wave amplitude sensing variation, and decreased pacing lead impedance. It was suspected that the lead had dislodged. The right ventricular lead was then explanted and replaced. The patient tolerated the procedure well.